Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6), 2014. According to the complainant, upon fixation of the right arm of the mesh at the sacrospinous ligament, the suture broke approximately 3 centimeters from the needle. The suture with the needle detached inside the patient and was retrieved. There is no information as to how the needle was retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed that the suture is broken and frayed on the blue with white stripe dilator and the dart was not returned. The suture on the blue dilator with white stripe measures approximately 3.5 cm. A review of the device history record was performed; no anomalies were noted. Since the event occurred inside the patient during the procedure, the most probable root cause is operational context. A complaint with a root cause classification of operational context indicates that the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2014. According to the complainant, upon fixation of the right arm of the mesh at the sacrospinous ligament, the suture broke approximately 3 centimeters from the needle. The suture with the needle detached inside the patient and was retrieved. There is no information as to how the needle was retrieved. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.